Event description:
The customer reported that the reservoir is wet. The blood glucose reading was 373 mg/dl. The patient treated with manual injections. The customer was informed that medtronic generally does not conduct any significant testing on third party products. The patient was advised to contact the third party. The customer was advised to discontinue use of the insulin pump due to exposure of insulin in reservoir housing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.